Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, 29.4 mmol/l, and 14.2 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.